Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, nausea, vomiting, chronic cough, coughing up particles, congestion, tmj in the last year and had to have three procedures; always felt sick, currently recovering from surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previously submitted report was sent as a product problem while it is a serious injury. It is corrected on this report..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, nausea, vomiting, chronic cough, coughing up particles, congestion, tmj in the last year and had to have three procedures; always felt sick, currently recovering from surgery. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, and conclusion code has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, nausea, vomiting, chronic cough, coughing up particles, congestion, tmj in the last year and had to have three procedures; always felt sick, currently recovering from surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.